Event description:
It was reported that during laparoscopic assisted distal gastrectomy procedure, jamming occurred. The fallen clips were removed and no clips were left inside the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Did the clips fully advanced into the jaws? ? ---no. Was the device feeding more than one clip into the jaws? ? ---yes. Did the device not deploy the clips from the jaws upon firing? ? ---no. Which firing of the device did this event occur on? ? ---second or 3rd firing. What vessel or structure was the device fired on at the time of the event? ? ---blood vessel. Was there any torquing or twisting of the device present at the time of firing? ? ---no. Was any unexpected resistance felt while firing the trigger? ? ---no. Were any unexpected noises heard? If so, when? ? ---no. Did anything unexpected happen prior to this incident? ? ---no. Was the device fired after this incident in or out of the patient? ---the information was not provided from the hospital. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.